Manufacturer narrative:
Batch review performed on 28 november 2019: lot 123261: (B)(4) items manufactured and released on 02-oct-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical director: 7 years after primary tha the patient suffers a fracture, most probably consequence of a traumatic event. The patient has very thin bone, but no other information is available. No reason to suspect a faulty device is responsible for this adverse event.

Event description:
The patient came in complaining of pain due to a fractured femur. The surgeon cabled the fracture and revised the stem and liner almost 7 years after primary. The surgery was completed successfully.